Event description:
Consumer claims that she took part of a testing program and noticed that the thermometer provided very inconsistent results. The devices measures a temperature of 34-35degc, which fluctuates more than the .2degc. Additional narrative: the device is not available for evaluation, thus complaint cannot be confirmed. These devices are designed according to relevant safety standards and passed all compliance tests.